Event description:
It was reported that the right atrial (ra) lead exhibited varying impedances, high thresholds along with noise. There were three recordings captured of low impedances less than 200 ohms. Technical services was consulted and programming changes were made until surgical intervention could take place on the ra lead. The ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.